Manufacturer narrative:
The hvad is used for treatment not diagnosis. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by the site that the patient had an ischemic stroke on (B)(6) 2014. During routine clinic visit patient's wife reported persistent and recurrent patient confusion; not remembering names or situations. It was reported on august 13, 2014 that the patient had an acute episode of aphasia lasting approximately twenty (20) minutes, reported as a transient ischemic attack (tia). Bedside neurological evaluation noting expressive aphasia and brisk bilateral patellar reflexes. Symptoms actively improved during the code stroke assessment with the patient quickly approaching baseline. No acute changes were noted on repeat CT. Ophthalmic consult obtained due to visual disturbances reported normal eye exam and normal visual field confrontation. Eeg showed diffuse theta slowing indicative of mild encephalopathy. Palliative care was consulted for management of anxiety and delirium. The patient improved from a cognitive standpoint but still with some difficulty with memory loss. It was reported that the patient was discharged on (B)(6) 2014. No additional information available.